Event description:
Initially, it was reported to MFR in 2009 that the vns pt was having the vns device explanted due to lack of efficacy. Further f/u with the treating physician's office at that time revealed that the pt was a non-responder to vns therapy for their epilepsy and did not suspect that a device issue contributed to the lack of efficacy. It was later revealed that the vns pt's family member sent a voluntary report to the FDA, which included multiple adverse events that the vns pt had experienced. In the voluntary report, the family member states that the pt was hospitalized in an ICU in 2008, one-month post-vns implant, for "uncontrollable seizures", which the reporter appears to be attributing to vns therapy. Additionally, it was reported that the pt was then diagnosed with severe psychosis and was subsequently placed in a psychiatric hospital and was reportedly still a pt at this hospital when the report was submitted to the FDA. It was noted that the device was programmed off at that time, however, the pt continued to have seizures. Lastly, it was also reported that the pt had attempted suicide. The family member is attributing the adverse events to vns therapy. Attempts to obtain add'l info from the treating neurologist regarding the adverse events reported by the family member have been made, but have been unsuccessful to date. Additionally, further f/u with the explanting facility revealed that it is the hospital's legal policy not to release explanted devices from the pathology laboratory for 7 yrs post-explant. Therefore, the explanted devices are not available to be returned to MFR for analysis.